Event description:
It was reported that during a laparoscopic cholecystectomy procedure, some clips came out of the jaws before device was fired. Several of the clips would not hold. Another like device was used to complete the procedure. Patient developed a bile leak post op.